Event description:
Customer complained about sensor reading discrepancy. Customer stated that once his glucose levels get below 60 or 50 the sensor does not work. Customer stated that after he treated for the low blood glucose the insulin pump will not stop beeping. Customer enters a calibration and after about 3 to 4 times the insulin pump will go back to normal. Sometimes he will get a calibration error and he has to enter another calibration to correct the sensor. Customer declined to troubleshoot as this was a past event and has been resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.